Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Tamper seals were removed/broken. The plunger case seal was missing. Cracked right plunger case and cracked plunger lever. Top case corners chipped and handle broken off as a result of customer damage. Error history log was reviewed and travel coarse error - check clutch/plunger lever was found. Occlusion testing was performed and the reported issue was duplicated; the position pot was unplugged from the main board. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The root cause of the reported issue was caused by the customer's incorrect assembly of the device. Reference the "parts replacement" section of the technical service manual for instructions on proper assembly of the pump. Actions/repairs were done to correct the reported issue: plugged position pot into main board. Replaced damaged top case. Performed power up process, preventative maintenance, occlusion test and all functional tests which passed.

Event description:
It was reported that travel coarse error with check clutch/plunger lever occurred and the handle was broken. There was no patient involvement and no reported patient injury.